Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary full height drawer 6 had failed to open. A field service engineer (fse) verified that the magnet was present in the inseparable, adjusted the drawer and latch, and ran a test in diagnostics. No issues were found with the drawer, and it was confirmed ready for use. The customer also verified proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer cubies failed to open and required manual drawer closure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.